Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties were encountered. The 95% stenotic lesion in the proximal right coronary artery was pre-dilated with a sub-optimal results. Another manufacturer's drug-coated stent was deployed in the right coronary artery. The physician then successfully deployed the taxus express2 drug-eluting stent in the rca at 18 atms (rated burst pressure-18 atms). The balloon was deflated, but the physician was then unable to pull the balloon back through the guide catheter. The entire system was removed as a unit. The result of the stenting was successful, with residual stenosis of 0%. A non-occlusive dissection was noted, however, it is unknown when the dissection occurred. It was reported that the patient tolerated the procedure well without complications.